Event description:
Customer tried the menstrual cup for the first time (small). When she tried to remove it she had a hard time and couldn't get it out. She tried after having had the cup in for a couple of hours and was unsuccessful. As it was late in the evening, she decided to go to sleep and try again in the morning. In the morning the customer tried again, but was unsuccessful after about 1.5 hours of trying. She felt she had to go to urgent care for assistance with removing the cup. The customer stated: "the cup was very high up and the doctor had a hard time removing it as well." She is nervous about trying the cup again. Saalt offered the customer a saalt soft menstrual cup to use as this style is occasionally easier to remove. Saalt also provided additional tips and suggestions to enable the customer to be successful in future uses. Instructions for use (IFU) states to remove the cup: "consider removing your cup in the shower or while sitting on a toilet. Always pinch the grip rings at the base of the cup to break the seal (don't pull on the stem alone). Wiggle your cup back and forth while holding the grip rings and keep your cup upright as you pull it past your labia to avoid spilling." It also states that "the cup can move higher if a good seal isn't formed when first inserted, but it will not get lost in the vagina. Walk around and wait 30 minutes and try again, or use your pelvic muscles to bear down on the cup, pushing it lower. Squatting in the shower can also help. Once in reach, pinch the lower base of cup to break the seal, and then gently pull it out." The IFU further states that "uterine lining can sometimes get stuck inside the cup and block the suction holes making it difficult to remove the cup."